Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one spring wire guide was returned for evaluation. The returned swg was kinked near the middle and completely separated at the proximal end. Approximately 2cm of the swg was missing including the proximal weld. Microscopic examination of the separated ends revealed scrape marks and the wires appeared cut. The damage was consistent with use although the complaint report stated that the swg was found unraveled at the j-end upon opening the package. The proximal end, not the j-end, was separated. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The device history records could not be reviewed because the lot number was not reported by the customer. The reported complaint of a damaged swg was confirmed through visual inspection of the returned sample. The potential cause could not be determined based upon the sample and information provided. A CAPA has been initiated to address this issue.

Event description:
It was reported by the clinician that the "j" tip of the spring wire guide (swg) was "loose" and as a result, was not used. Note: a reply today states, "the swg was extended from the core wire at the "j" tip and that it was found upon opening the package."